Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the action button became unresponsive. The patient's blood glucose at the time of incident was 30 mg/dl, which she treated with food and juice. Troubleshooting was initiated for the keypad anomaly. The customer confirmed that she kept the pump in her bra and that she sweats a lot. However, there was no moisture found in the pump casing or under the lcd screen at the time of call. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to corroded keypad traces. Unable to perform displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests due to unresponsive buttons. The insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window and cracked case at display window corners.